Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for critical pump error and had critical pump error image on the pump screen. Customer's current blood glucose was not given. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error alarm, problem isolated to electrical board. Unable to perform the self test, displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement test due to critical pump error alarm.